Manufacturer narrative:
There was no indication of a device malfunction that could have caused the reported injury. According to the surgeon, it was an accidental aspiration of the endothelium at the end of the surgery.

Event description:
A report from a user facility in (B)(6) stated that a patient suffered endothelial cell loss during the procedure. The patient was seen twice after the incident, the day after surgery and after about a week. The patient is hypertonic and has tablet-treated type 2 diabetes without retinopathy. The patient has quite strong general corneal edema, vision 0.03 and as of may 16 she has been referred to (B)(6) for possible corneal transplant. The cause of the corneal edema most likely due to an accidental aspiration of the endothelium at the end of the surgery. The surgeon has tried to review the video but due to the poor quality of the image it is hard to determine when it happened. However, it is clear in the microscope. The nucleus was very hard and required 27.6 sec. Effective phaco time with the stellaris.